Manufacturer narrative:
Report source foreign: (B)(6)

Event description:
Information was received that a smiths medical cadd legacy plus pump was alarming occlusion entry even after changing the pump. Patient received the pic group to check for obstruction, ultrasound and coagulogram. No adverse patient effects were reported.